Manufacturer narrative:
The user was reported to have experienced a low blood glucose event requiring evaluation in the emergency department after initiating a new medication associated with glycemic variability. Multiple follow-up attempts were made, but no additional event details, device-use information, or hospital treatment information were obtained, and no device malfunction has been identified. A follow-up MDR will be submitted if new information becomes available.

Event description:
On 20-nov-2025 the user¿s healthcare provider reported that on (B)(6) 2025 the user experienced hypoglycemia, but a bg value was not provided. The user was at a clinic prior to the event, and no additional pre-hospital details were provided despite follow-up attempts. The user was taken to the emergency department for evaluation and discharged the same day, but no information regarding ems involvement, in-hospital treatment, or discharge status was provided despite follow-up attempts.